Manufacturer narrative:
(B)(4). D10: unknown handpiece; item# unknown; lot# unknown. Unknown attachment; item# unknown; lot# unknown. G2- france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during a surgery a functional defect occurred with the container battery. The push-button that closed the container broke during the surgery. This incident happened because the patient had very dense bone, and during the cutting process, a piece of the blade and bone became stuck in the cutting guide during distal cutting. To resolve the issue, the surgeon had to make the cuts in several steps and changed the container to a safety container from a bag. After the container was changed, the equipment became very hot and did not immediately restart. The surgeon had to wait for a few minutes for the equipment to cool down before restarting the procedure. Fortunately, this event had no impact on the patient and did not cause any consequences for the surgery. The time taken to change the devices was very short. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Upon receipt, the locking system was broken off of the housing (cx). A review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.